Event description:
Long term ventilator pt with a do not reuscitate order was being ventilated when the exhalation line reportedly disconnected from the exhalation valve of the circuit. The ventilator did not alarm, therapist reports still be ventilated just not complete breath delivered. The pt did pass away.